Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a sensor value of 350 mg/dl and a confirmatory fingerstick of 316 mg/dl, and was advised that a newly changed insulin needle would require approximately 90 minutes to deliver insulin as expected; troubleshooting and education were provided, including guidance to wait for follow-up before taking further action and to consider a high-protein snack. Symptoms included fatigue consistent with elevated blood glucose. Outcomes included no hospitalization and successful completion of troubleshooting and education. Investigation included a user interview and operational review focused on recent infusion set changes and insulin delivery timing. Investigation of this case revealed no device malfunction was identified and suggested that insulin delivery latency following the needle change could explain the elevated glucose readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.